Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having difficulty with sensor glucose versus blood glucose readings. Customer reported that the two values are often far apart from one another. Customer also reported that he recently had a blood glucose level of 50 mg/dl, which he treated with glucose tabs. The customer was advised that the sensors would be replaced but will not return the products for analysis.